Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke. The procedure completed using an alternate method and no patient complications were reported.

Manufacturer narrative:
G4: PMA/510(k) #: k163174.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke. The procedure completed using an alternate method and no patient complications were reported.

Manufacturer narrative:
G4: PMA/510(k) #: k163174. Device evaluated by MFR.: the fg emerge mr, us 2.50mm x 20mm, was returned to the complaint investigation site for analysis. A visual and tactile examination of the shaft identified a break 80.5cm distal to the distal end of the strain relief, the detached section of the shaft was not returned. The distal shaft including polymer extrusion was not returned with the device. No other device issues were identified during returned product analysis.